Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. It is unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was conducted for part number: 319.006, synthes lot number: ft00309, supplier lot number: n/a: release to warehouse date: 16-jan-2017, expiration date: n/a, supplier: (B)(4): the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Background: the depth gauge for 2.0mm and 2.4mm screws (319.006) is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. Customer quality investigation: investigation flow: broken: visual inspection: visual inspection performed at customer quality (cq) confirmed the broken needle condition the returned depth gauge, which agrees with the reported complaint condition. The needle was observed broken at its connection end to the body of the device. Broken needle portion was not returned. Only the body, slider and the protection sleeve were returned. No new issues were identified on other portions of the device. Document/specification review: design drawing was reviewed during this investigation and no issues were identified. No dimensional analysis could be performed on the needle as the broken fragment was not returned. The device history record reviewed showed no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The raw material performed during DHR review confirmed to be correct per the specification with no (relevant) non-conformance noted. Therefore, material review performed no issues with the material and its properties that would contribute to given broken complaint condition. Conclusion: no root cause could be determined with the available information. However, it is possible that any unintended forces encountered by the device during usage/ handling (such as dropping off during handling) could have contributed to complaint condition. This complaint is confirmed however no unidentified product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during synthes inventory management solution, a depth gauge for 2.0mm and 2.4mm screws was found broken. There was no procedure and patient involvement. This is report 1 of 1 for complaint (B)(4).